Manufacturer narrative:
11/05/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the shaft on the instrument was broken. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.